Event description:
It was reported a patient underwent a cardiac ablation procedure and patient experienced cardiac tamponade treated with a pericardiocentesis. Atrial septal puncture was performed with rf needle (japan lifeline). Pulmonary vein isolation had been completed before pericardial effusion or tamponade was confirmed. After the procedure and the sheath and the catheters were removed from the patient¿s body, a decrease in blood pressure was observed, cardiac tamponade confirmed by body surface echocardiography and pericardial drainage was performed. After confirming that there was no pericardial effusion, the patient moved to the ward. Patient has fully recovered with extended hospitalization for 1 day and discharged from hospital. Physician's opinion on cause was too many ablations seemed to be applied at atrial roof. Correct settings on devices and no error messages on equipment during the procedure. No evidence of steam pop. Irrigation catheter¿s flow rate setting was under the default flow control tied to the qdot micro catheter.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot: 31196414l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).